Event description:
Pt had a hrniated disc l5-s1 on right side and had a laminetomy on 3/1/88. She had recurrent ruptured disc l5-s1 and had laminectomy on 9/88. She had a spinal fusion on 12/8/89. She has no severe backpain, back and hip bursitis, numb right leg and foot, drop foot right foot, severe nerve damage right leg, bubble in left foot (heel) which is sore to stand on/walk on, chronic pain, belching vomiting and depression. Rptr permaanently disabled.